Event description:
It was reported the patient felt fatigued and that the device did not mode switch as some p-waves were in the refractory or blanking zone. It was noted the patient had atrial tachycardia rate of 120 beats per minute. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.